Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the mi and subsequent chest pain could not be definitively determined based on the information available. No ivl malfunction was reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria before shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. On (B)(6) 2024, a shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the proximal left anterior descending (lad) artery. Nstemi elevation was noted attributable to target vessel. The ivl catheter delivered 120 pulses at 4 atmospheric pressures (atm). A stent was successfully delivered. There was no report of an ivl device malfunction. Myocardial infarction (mi) occurred the same day as the index procedure, after the procedure and prior to discharge. The patient experienced sharp chest pain radiating to the right shoulder and elevated troponin levels (467 times the normal limit) following the loss of a septal branch. The patient was given aspirin with good effect. An EKG (electrocardiogram) was performed, showing no st changes or abnormalities. The patient was discharged 5 days later. The clinical site has determined that the relationship of the mi and subsequent chest pain to both the study and procedure was probable/definite.